Event description:
Pt uses baxter mini caps (now recalled) and had signs and symptoms of peritonitis starting. Pt needed ip antibiotics, oral antifungal medications, and a transfer set change. On apd, uses 2 baxter mini caps per day. All lots expiring on or before 3. Reference report: mw5118005.